Manufacturer narrative:
Based on the information provided, the specific root cause for the erroneous ise results could not be identified. There is no relation to the cell blank alarms that were received prior to the event and the ise results. The analyzer skips cells with a cell blank alarm; they are not used for ise sample dilution. The investigation stated the maintenance performed by the fse was appropriate to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of cell blank x2 alarms on their cobas 6000 c (501) module. The customer had cell blank x10 errors before and performed a photometer check. The customer did not known when the lamp and cells were last changed. The cell blank alarms are for different cells each time. The customer was advised to perform a cell blank. The customer attempted to perform a cell blank, however the module was making noise and they stopped using it. They also noticed some questionable results that they repeated on another c501 module. The customer provided results for 4 patient samples tested for ise indirect na, k, ci for gen.2 and ca2 calcium gen.2 (ca2). Based on the data provided the results for 2 patient samples were erroneous when tested for na, k, and cl. The erroneous results had been reported outside of the laboratory. Patient 1 initial na result was 158 mmol/l and the initial k result was 6.24 mmol/l on the c501 module. The repeat na result was 144 mmol/l and the repeat k result was 4.16 mmol/l on a different c501 analyzer. Patient 2 initial na result was 161 mmol/l, the initial k result was 9.78 mmol/l and the initial cl result was 126.5 mmol/l on the c501 module. The repeat na result was 143 mmol/l, the repeat k result was 4.14 mmol/l and the repeat cl result was 104.0 mmol/l on a different c501 analyzer. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The customer stated the cell blank report indicated every cell was abnormal. The field service engineer (fse) visited the customer site and did not identify an issue. The inner bath window, heat cut and valves were replaced. A photometer check, precision check and cell blank were performed along with a system comparison. Calibration and quality control results were within specification. The investigation for ise results is ongoing.

Manufacturer narrative:
The customer indicated the instrument is working as expected.